Event description:
The patient reported that they had no stimulation sensation. The patient further stated ¿it ain¿t working, that¿s for sure¿. The onset was gradual and then the device just ¿konked out¿. The patient was unaware of any changes in programming and there was nothing on the patient programmer, it was blank. The screen went blank ¿about the same time¿ as their implantable neurostimulator (ins). Information omitted pertaining to their first ins ¿doing the same thing and is covered in event (B)(4). These events are not related. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 9286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).